Manufacturer narrative:
(B)(4).

Event description:
Per patient's mother, the battery module was found to have overheated and melted to the speech processor charging station. The equipment was replaced, and there are no reports of injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the battery module did not overheat and melt as previously reported; the battery connection reportedly broke when it was removed from the charger. This report is filed (B)(4) 2013.